Event description:
Customer reportedly received results of 326 mg/dl and 161 mg/dl within 10 minutes on the aviva system. Customer states she had facial cream on her hands while performing the tests. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Na

Event description:
Customer reportedly received results of 326 mg/dl and 161 mg/dl within 10 minutes on the aviva system. Customer states she had facial cream on her hands while performing the tests. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.